Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4). The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported by resmed (B)(4) that an astral device's battery alarm was triggered resulting in a power management problem. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device main circuit board (pcb) was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported battery alarm and power management problem that occurred during servicing of the device. Performance testing could not reproduce the reported event and revealed that there was no fault found with the returned main pcb. The investigation determined that the reported event was most likely due to operator error during device servicing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).